Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The implant was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The doctor provided an x-ray and was reviewed by medical affairs manager. The bone loss was confirmed through the x-ray. However, the fractured event could not be verified with the x-ray. A root cause cannot be determined. The following sections have been updated: h3: changed "no" to "yes".

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Reporter's email not provided/unknown. Device remains implanted.

Event description:
It was reported that the implant fractured in tooth site 13. The doctor also reported bone loss for the site. The implant remains in the patients mouth and is submerged.